Event description:
A malfunction alarm was reported by the customer, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears.